Manufacturer narrative:
Per DHR (device history record) the product et tube, uncuffed, ped-soft, 2.5, lot #01l1300569 was manufactured on (B)(6) 2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the tube appears to have a piece of plastic at the distal tip of the tube that is causing an occlusion. The alleged defect will not allow the suction catheter to pass through the et tube. The alleged defect was discovered during pre-testing; prior to use.